Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing on the ventricular channel. During explant procedure, the lead tip became detached and remained inside the patient.

Manufacturer narrative:
As received, only the distal 54cm of the lead was returned. The drop shape and wrinkled appearance of the ptfe insulation at the distal end indicates that the lead tip was most likely exposed to excessive cyclic bending and fatigue, resulting in fracture. This could cause the event observed in the field. However, this could not be verified as the inner coil was not returned. Without return of the entire lead, a complete evaluation and electrical analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.